Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for programming assistance. Ts provided the hcp with programming recommendations. No adverse patient effects were reported. This rv lead remains in service.